Manufacturer narrative:
Additional information was received that there was no patient present at the time of the event.

Event description:
Information was received indicating that a smiths medical pump presented with a bad syringe message - could not be calibrated. There were no reported adverse events.